Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program, concerns a (B)(6) female patient of unknown age. Medical history included hypertension. Concomitant medications included unknown medications for decreasing blood glucose and blood pressure. The patient received insulin lispro (humalog, unknown formulation) subcutaneously via a reusable humapen luxura (unknown body type), 21 in the morning and 16 in the evening (units unspecified) for the treatment of diabetes mellitus beginning in 2009, reported as for six years. On an unknown date, time to onset not reported, the patient was hospitalized several times to adjust blood glucose as the patient would sometimes forget to inject insulin and did not control diet. On an unspecified date recent to this report, time to onset unknown, the patient was hospitalized for cold and diabetes, considered medically significant by the company. No specific details were provided. Corrective treatment and outcome were not provided. It was also noted that the patient was hospitalized for unspecified reason in (B)(6) 2014. On unspecified date, the patient experienced blood glucose high, so patient changed dose to 22 in the morning and 17 in the evening (units unspecified). Also on unspecified dates, the patient experienced eyes not so good and blood glucose not controlled well. Current fasting blood glucose was 6 to 7 (units not provided), and postprandial blood glucose was 8 to 9; which were reported as controlled well. The patients diet was currently controlled, and the patient was following physicians orders. Improper use of humapen luxura was noted with use for too long a time (lot number 7176756d, unknown product complaint). Further details, corrective treatment and outcomes were not provided. Insulin lispro therapy was continued. The patient was the user of the humapen luxura, training status unknown. General and suspect device duration of use was unknown. The return status of the device was unknown at the time of this report. The reporting consumer did not provide an opinion on relatedness. Update (B)(4) 2015: additional information was provided by the initial reporting consumer on (B)(6) 2015. Medical history, suspect drug start date, lab tests, and serious event of blood glucose abnormal and non-serious event of drug dose omission were added. Patient demographics and narrative were updated. Update (B)(4) 2015: upon review of this case on (B)(4) 2015, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
(B)(4). Evaluation summary: a patient reported that the dose window display on her humapen luxura device was difficult to read and the dose accuracy was impacted. She experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program, concerns a chinese female patient of unknown age. Medical history included hypertension. Concomitant medications included unknown medications for decreasing blood glucose and blood pressure. The patient received insulin lispro (humalog, unknown formulation) subcutaneously via a reusable humapen luxura (unknown body type), 21 in the morning and 16 in the evening (units unspecified) for the treatment of diabetes mellitus beginning in 2009, reported as for six years. On an unknown date, time to onset not reported, the patient was hospitalized several times to adjust blood glucose as the patient would sometimes forget to inject insulin and did not control diet. On an unspecified date recent to this report, time to onset unknown, the patient was hospitalized for cold and diabetes, considered medically significant by the company. No specific details were provided. Corrective treatment and outcome were not provided. It was also noted that the patient was hospitalized for unspecified reason in (B)(6) 2014. On unspecified date, the patient experienced blood glucose high, so patient changed dose to 22 in the morning and 17 in the evening (units unspecified). Also on unspecified dates, the patient experienced eyes not so good and blood glucose not controlled well. Current fasting blood glucose was 6 to 7 (units not provided), and postprandial blood glucose was 8 to 9; which were reported as controlled well. The patients diet was currently controlled, and the patient was following physicians orders. Improper use of humapen luxura was noted with use for too long a time (lot number 7176756d, associated with product complaint (B)(4)). Further details, corrective treatment and outcomes were not provided. Insulin lispro therapy was continued. The patient was the user of the humapen luxura, training status unknown. General and suspect device duration of use was unknown. The device was not returned. The reporting consumer did not provide an opinion on relatedness. Update 16jan2015: additional information was provided by the initial reporting consumer on 14jan2015. Medical history, suspect drug start date, lab tests, and serious event of blood glucose abnormal and non-serious event of drug dose omission were added. Patient demographics and narrative were updated. Update 28jan2015: upon review of this case on 28jan2015, the case was opened to update the medwatch fields for regulatory reporting. Update 10feb2015: upon review of information received 09feb2015, added product complaint (B)(4). No changes were made to case. Update 27feb2015. Additional information received 26feb2015 from the global product complaint system. To the device tab added the device specific safety summary (dsss), added the device was not returned, updated the EU/ca fields and medwatch fields, and updated the narrative accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.